Manufacturer narrative:
The insulin pump had alarmed motor error during the basic occlusion test due to loose/protruded drive support disk. The motor passed the motor test. The device had cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, minor scratches on the display window, and missing end cap sticker noted.

Event description:
Customer reported via phone call, he has attempted to bolus a couple of times and the device alarmed motor error. Customer has attempted multiple times unsuccessfully. Customer's blood glucose was 300 mg/dl. Troubleshooting was performed. The customer had an MRI done a couple months ago but he had taken the device off. Customer doesn't use the sensor feature and was unable to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. He agreed to return the device for further analysis.